Event description:
Healthcare professional later reported "pain post car accident" and is not related to the device. Healthcare professional later reported "grossly intact" and "no evidence intracapsular rupture".

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.